Manufacturer narrative:
Additional information was received that the permanent pacemaker was implanted approximately three years and eight months after the valve due to an atrio-ventricular (av) block. It was also indicated that there was no alleged product issue. The event date was also received and has been added to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, it was noted that the patient was permanent pacemaker dependent. This was different than previous follow up. No additional adverse patient effects were reported.